Event description:
It was reported that the patient experienced ineffective therapy due to one of the leads migrating. Surgical intervention was undertaken on (B)(6) 2024 during which the existing leads were explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146159.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.